Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 6. The patient's fill volume was 1700ml. This information gave a total drain volume of 3003ml. Which meets iipv criteria. No patient injury or medical intervention was reported. On (B)(4) product surveillance contacted the home patient's peritoneal dialysis nurse regarding the report of an iipv on the homechoice (hc) device found during evaluation. The nurse was informed of the probable cause of insufficient drain, use error tidal uf removal set too low (0 ml). The nurse confirmed there was no patient injury or medical intervention associated with this report and the home patient was doing well with the following treatments.

Manufacturer narrative:
Additional information was received that the vessel treated was the proximal left internal carotid artery. No further information was updated and therefore, no additional changes will be made to the previously submitted information.

Manufacturer narrative:
Additional information was received that the event was revised to "capture sheath did not engage filter." The target lesion was also the proximal left internal carotid artery. Therefore, the previously reported conclusion was revised. This sapphire study patient underwent carotid stent implantation and during the procedure the angioguard capture sheath did not engage filter. The patient was a (B)(6) male with a medical history of hyperlipidemia, cardiac arrhythmia, congestive heart failure and CABG (coronary artery bypass grafting), coronary artery disease, myocardial infarction, hypertension, tia and smoking (>5packs of cigarettes). Patient's high risk criteria was described as chf (class ii/IV) and/or known severe left ventricular dysfunction lvef<35%. The target vessel was the proximal left internal carotid artery, described as tortuous, calcified and 80% stenotic. The lesion was pre-dilated and an angioguard was introduced, tracked and deployed at the target lesion without difficulties. A precise stent was implanted without any reported difficulties. After stent implantation, the physician attempted to retrieve the angioguard, however experienced some difficulty. The angioguard was retrieved intact and no portion was retained in the patient. The procedure was completed successfully and when the patient left the angiography suite there was no neurological deficit. The angioguard and associated packaging was discarded prior to gathering sterile lot number information. The product was not returned for evaluation; therefore, no extensive analysis could be performed. Additionally, as the sterile lot number was not provided, a review of the manufacturing route sheets could not be completed. Without the return of product or review of procedure film, the complaint could not be confirmed. With the limited amount of information available it is difficult to draw a clinical conclusion between the device and the event. There are target vessel characteristics and procedural factors that may have contributed to the difficulties experienced by the customer, specifically the vessel calcification and tortuousity and possible device interaction between the stent and the angioguard.

Manufacturer narrative:
The study patient underwent carotid stent implantation and during the procedure the angioguard had withdrawal difficulty. The patient was a male with a medical history of hyperlipidemia, cardiac arrythmia, congestive heart failure and CABG (coronary artery bypass grafting), coronary artery disease, myocardial infarction, hypertension, tia and smoking (>5packs of cigarettes). Patient's high risk criteria was described as chf (class ii/IV) and/or known severe left ventricular dysfunction lvef<35%. The target vessel was left internal carotid artery, described as tortuous, calcified and 80% stenotic. The lesion was pre-dilated and an angioguard was introduced, tracked and deployed at the target lesion without difficulties. However, the device was successfully deployed. A precise stent was implanted without any reported difficulties. After stent implantation, the physician attempted to retrieve the angioguard, however, experienced some difficulty. No further information was reported regarding the exact nature of the difficulty. The angioguard was retrieved intact and no portion was retained in the patient. The procedure was completed successfully and when the patient left the angiography suite there was no neurological deficit. The angioguard and associated packaging was discarded prior to gathering sterile lot number information. The product was not returned for evaluation; therefore, no extensive analysis could be performed. Additionally, as the sterile lot number was not provided, a review of the manufacturing route sheets could not be completed. Without the return of product or review of procedure film, the complaint of angioguard withdrawal difficulty could not be confirmed. With the limited amount of information available it is difficult to draw a clinical conclusion between the device and the event. There are target vessel characteristics and procedural factors that may have contributed to the difficulties experienced by the customer, specifically the vessel calcification and tortuousity and possible device interaction between the stent and the angioguard.

Event description:
The report received from the study indicated that the angioguard was successfully deployed; however, upon retrieval, there was some difficulty going across through the stent. Further information indicated there was no deployment difficulty or any difficulty during angioguard placement. There was no injury or adverse event reported. During the index procedure the patient was asymptomatic. The target vessel, the left internal carotid artery, which presented tortuosity with at least 2 bends of >=90 degrees within 5cm of target lesion. The target lesion did not present any thrombosis and presented 80.0% diameter stenosis. Qualitative and quantitative lesion calcification was, respectively, reported as circumferential and moderate. An arch type-I and moderate vessel tortuosity were identified. The lesion was pre-dilated and the angioguard rx was advanced, then a 9x30 stent precise rx was successfully deployed at the target lesion. No malfunction or adverse events were associated with the stenting then there was some difficulty encountered while retrieving the angioguard through the stent. The angioguard was retrieved successfully, after withdrawal debris was identified on the filter. However, there were no associated adverse events associated with the angioguard or the procedure. There was no resistance to the pta; no revascularization is planned. The procedure was completed successfully without any adverse event reported. The patient was discharged the following day.